Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 200 mg/dl to 400 mg/dl. The customer reported having issues with the insertion device. The customer treated for the high blood glucose levels with the insulin pump. The customer¿s current blood glucose level is 121 mg/dl. The customer did not complete troubleshooting they do not have the necessary equipment to complete testing. The insulin pump will not be returned for analysis.